Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the alarmed was cleared and assisted by rewind. Customer also stated that the alarmed occurred 11 times and the self test was not ok. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No compromised force sensor system alarm noted.